Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca) with a reference vessel diameter of 4mm. After the lesion was pre-dilated with multiple balloons, the physician attempted to deliver a 4.0x38mm promus element stent several times but was unable to cross the lesion. The stent was withdrawn and the lesion was further dilated. Before re-inserting the stent, the physician noticed a strut of the stent sitting proud and decided to use another same size promus element stent instead. The second stent crossed lesion and was deployed successfully. There was no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).